Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the catheter revision/replacement would be done the date of this report. The technical service specialist reviewed that the pump should not be damaged due to catheter occlusion or kink. It was reported that a catheter dye study was attempted but the healthcare professional was unable to aspirate or inject the catheter access port/catheter. No further complications were reported.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone 4mg/ml for a total dose of 2.6356mg/day and bupivacaine 4mg/ml for a total dose of 2.6356 via an implantable pump for complex regional pain syndrome type ii and spinal pain. It was reported a volume discrepancy was alleged at refill on (B)(6) 2017 where the actual residual volume (arv) was 24ml and the ex pected residual volume (erv) was 7.7ml. Troubleshooting done prior to the call included the reservoir was accessed and the programming was checked. It was noted that the patient will be brought back for a dye study. The healthcare professional (hcp) was to follow up with hcp to review considerations. It was noted that the patient recently had gall bladder surgery and since then the patient felt they could move and flip their pump. It was stated when the patient came in for a refill yesterday ((B)(6) 2017), they had difficulties filling the pump. It was stated they aspirated the 24ml in the reservoir then the hcp filled the pump with 20ml. The hcp reported the patient started complaining of dizziness and burning in the face. The patient was also feeling drowsy with no pain, so the hcp pulled back 16ml from the reservoir and to check for placement. The hcp asked about updates on the 8840 and software card was reviewed. It was noted they have one 8840 that had the aar card still. They were redirected to manufacturer representative to get new software card. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8784, (B)(4), product type: catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that there was resistance when accessing the side port. It was reported that the hcp planned to have surgery to either take out the pump or revise the catheter. It was reported that the cause of the volume discrepancy had not yet been determined; exploratory surgery was scheduled. It was reported that the cause of the difficulties filling the pump had not been determined. It was reported that the cause of the flipped pump was that the patient had redundant skin since weight loss. It was reported that the hcp would attempt to return the pump. It was reported that the flipped pump, volume discrepancy and difficulties filling the pump had not yet been resolved. It was reported that the patient's weight at the time of the event was (B)(6). It was reported that if pump replacement/explant was planned, the rep would take care of returning the pump for analysis. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that a catheter revision/replacement was performed (B)(6) 2017. It was reported that the weight loss was not related to the volume discrepancy. It was reported that the patient first started experiencing the weight loss many years ago from the date of this report. It was reported that the cause of the volume discrepancy was a kinked catheter related to the pump flipping repeatedly. It was reported that there was no difficulty filling the pump. It was reported that the cause of the resistance when accessing the side port and the inability to aspirate or inject the catheter access port (cap) was the kinked catheter. It was reported that the flipped pump, volume discrepancy, difficulties filling the pump and inability to aspirate or inject the cap/catheter had been resolved.